Event description:
The customer reported via phone call that the insulin pump had a critical error. Customer stated that a critical error came up and the delivery stopped. Customer's blood glucose was 15.5 mmol/l at the time of the incident. Customer was just having dinner and was trying to bolus when the error occurred. Customer stated that they received a critical error 35 on the pump. Customer was unable to clear the alarm. Insulin pump was not exposed to a high magnetic field. Customer was unable to check the alarm history for the pump error. Customer was also unable to rewind the pump because the buttons were not responding. Customer stated that they had already placed the pump in storage mode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
An open book error alarm and pump error alarm was noted in the trace history file due to the force sensor flex cable not completely inserted. No cosmetic damage was noted on the pump assembly.